Event description:
It was reported that one day post implant there was possible perforation and right ventricular (rv) lead dislodgement. The rv lead had switched to unipolar and lost capture. Additionally, there was elevated threshold captured in bipolar. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).